Event description:
It was reported that this pacemaker went from a battery status of 11 years remaining to 3 years remaining approximately 6 months later. The device battery was suspected to have depleted prematurely. No device data was saved during the device interrogation and the patient had already left the clinic. Technical services (ts) discussed the option of scheduling the patient to come back to the clinic to obtain a copy of device data for analysis. The patient was scheduled for in-clinic follow-up on a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker went from a battery status of 11 years remaining to 3 years remaining approximately 6 months later. The device battery was suspected to have depleted prematurely. No device data was saved during the device interrogation and the patient had already left the clinic. Technical services (ts) discussed the option of scheduling the patient to come back to the clinic to obtain a copy of device data for analysis. The patient was scheduled for in-clinic follow-up on a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that a copy of device data was received for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.